Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that a hematoma was created after carotid artery stenting (cas) procedure was successfully completed, and no problem was observed at the puncture site. After approximately 10 seconds had passed, the angio-seal vip device (8 fr) was used and hemostasis was successfully achieved. After the patient took a rest, blood was slightly oozing from the skin, but no other problem was observed. After 24 hours had passed since the procedure was completed, a completed rest ended. When the patient was moving by using a wheelchair, a hematoma was found to have been created at the puncture site. Manual compression was applied for 30 minutes, and an additional two-hour rest was required. Ultrasonography revealed no pseudoaneurysm. No health damage (not serious) to the patient. The patient has recovered. Estimated blood loss was less than 250 cc. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. There were no other devices or equipment used with the reported product.